Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the trigger was binding and the cannulation failed. It was determined that the trigger components were worn, the cap nut was damaged, the electric motor did not reach full rotations per minute (rpms), and planetary gear coupling was also corroded. Therefore, the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the trigger was binding and the cannulation failed on the battery reamer/drill device. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.